Manufacturer narrative:
The returned product was evaluated and investigation found damage to the soft cannula that resulted in an internal leak due to a damaged cannula. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported blood glucose level went down to 52 mg/dl. The patient took glucose tabs and then noted that blood glucose level went up to 443 mg/dl. Hyperglycemia was treated with boluses. Pod worn between 24 and 36 hours.